Event description:
It was reported that on (B)(6) 2007 the patient underwent a spine fusion surgery on the lumbar region of her spine from l2 to s1 in which rhbmp-2/acs was used. Reportedly, patient's post-operative period has been marked by increasingly severe pain in her lower back and extremities. It was reported that on (B)(6) 2009 the patient underwent a revision surgery to remove heterotopic ossification and bone formation posteriorly at her original rhbmp-2/collagen sponge surgical site. Rhbmp-2/acs was reportedly used in this surgery. Reportedly, despite her revision surgery to remove heterotopic bone growth, patient underwent a CT scan on (B)(6) 2012 that demonstrated severe l4 foraminal stenosis secondary to endplate osteophyte changes. Reportedly, patient suffers from worsening severe low back pain radiating into her buttock, hips, and lower extremities. Due to the severity of the symptoms, she must ambulate using a cane.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.